Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report with information inadvertently left off (identified within b5 of this report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device had leakage during user handling and water invaded the device. It caused abnormality in electrical components and the suggested event occurred. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left off of the initial report identifies a diagnostic bronchoscopy procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegations were not confirmed. During inspection a pinhole on the ch-tube was found causing water tightness to be lost. Additional findings: a perforation that was caused by endotherapy accessories due to the handling of the device, corrosion of the switch1, switch4 and both did not work, which found a short circuit in the switch circuits due to water immersion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noisy image while using the evis lucera elite bronchovideoscope. The issue was found during inspection for reprocessing of the device. There was no procedure involved and no patient was not under sedation. There were no reports of patient harm.